Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), embedded device ('malposition of essure device location of device at the fundus of the uterus, 2 wire coils protrude approximately 0.5 cm into the myometrium'), pelvic adhesions ('adhesion / pelvic adhesion'), genital haemorrhage ('excessive bleeding') and starvation ('starving myself') in a 46-year-old female patient who had essure (batch no. 628049, 628191) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "two turns of the coils were visible". The patient's medical history included multigravida, parity 3 and multiple caesarean sections. Concurrent conditions included endometriosis since (B)(6) 2014, body mass index normal, uterine leiomyoma and post lumbar puncture syndrome. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient experienced swelling ("swelling"), pruritus ("itching/skin itch and srawl") and allergy to metals ("nickel allergy/im allergic to most metals, nickel included"). In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urticaria ("rashes or skin conditions type: hives"), flank pain ("left flank pain"), arthralgia ("hip pain/joint pain/painful joints"), back pain ("back pain/ lower back pain") and abdominal pain lower ("lower abdominal pain"). On (B)(6) 2014, the patient experienced pelvic adhesions (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced endometriosis ("enendometriosis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), starvation (seriousness criterion medically significant), rash ("skin rash"), ovarian cyst ("ovarian cyst"), fatigue ("fatigue/ dizzyness"), loss of libido ("lack of libido"), feeling abnormal ("brain fog"), premature menopause ("hormonal changes describe: premature menopause"), urinary tract infection ("urinary tract infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary incontinence ("bladder or urinary problems or changes / incontinence"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), neuropathy peripheral ("neurological conditions or problems type: neuropathy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), astigmatism ("vision/eye problems type: astigmatism"), diarrhoea ("diarrhea"), gastrooesophageal reflux disease ("gerd"), abdominal distension ("bloating/belly bloat"), chest pain ("chest pain"), eye pain ("pain that started in the back of my eye"), anaemia ("severe anemia"), pain ("weird aches/pains/stabbing pain"), muscle spasms ("cramping"), hypoaesthesia ("numbness in my legs"), joint stiffness ("stuffiness in my joints"), ovulation pain ("pain/always occurred when I was ovulating"), alopecia ("hair loss"), acne ("deep systemic acne"), tremor ("hand tremors"), frustration tolerance decreased ("frustration"), ear pain ("ear pain that radiate to my head along with jaw pain."), pain in jaw ("ear pain that radiate to my head along with jaw pain.") And fall ("falling") and was found to have weight increased ("weight gain/weight I couldn¿t drop"). The patient was treated with antibiotics and surgery (diagnostic lacroscopy, lysis of extensive adhesions, hysterectomy (partial) with bilateral salpingo-oophorectomy (bso) and hysterectomy with bilateral salpingo-oophorectomy (bso)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, embedded device, pelvic adhesions, endometriosis, genital haemorrhage, starvation, ovarian cyst, fatigue, loss of libido, feeling abnormal, premature menopause, menorrhagia, swelling, pruritus, female sexual dysfunction, urticaria, urinary incontinence, migraine, headache, neuropathy peripheral, allergy to metals, astigmatism, weight increased, diarrhoea, gastrooesophageal reflux disease, abdominal distension, flank pain, arthralgia, back pain, chest pain, abdominal pain lower, eye pain, anaemia, pain, muscle spasms, hypoaesthesia, joint stiffness, ovulation pain, alopecia, acne, tremor, frustration tolerance decreased, ear pain, pain in jaw and fall outcome was unknown and the rash, vaginal haemorrhage, urinary tract infection, nausea, dysmenorrhoea and dyspareunia was resolving. The reporter considered abdominal distension, abdominal pain lower, acne, allergy to metals, alopecia, anaemia, arthralgia, astigmatism, back pain, chest pain, diarrhoea, dysmenorrhoea, dyspareunia, ear pain, embedded device, endometriosis, eye pain, fall, fatigue, feeling abnormal, female sexual dysfunction, flank pain, frustration tolerance decreased, gastrooesophageal reflux disease, genital haemorrhage, headache, hypoaesthesia, joint stiffness, loss of libido, menorrhagia, migraine, muscle spasms, nausea, neuropathy peripheral, ovarian cyst, ovulation pain, pain, pain in jaw, pelvic adhesions, pelvic pain, premature menopause, pruritus, rash, starvation, swelling, tremor, urinary incontinence, urinary tract infection, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she claimed that essure worsened a previously existing conditions. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: essure wires with tubal occlusion confirmed. Ultrasound pelvis - on an unknown date: results: leiomyomatous uterus, left ovarian cyst. On (B)(6) 2014, sonogram showed the left-sided coil was noted. The right-sided coil was not. On (B)(6) 2014, x-ray abdomen single ap view revealed bilateral essure wires are noted. Otherwise unremarkable abdomen and pelvis. On (B)(6) 2014: pathology analyzed the structure and found both intact essure coils within the fallopian tubes without any evidence of any violation of these coils to the abdominal cavity. Concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, pelvic adhesion, endometriosis, ovarian cyst, diarrhea hip and back pain, apareunia, hip/chest pain. Concerning the injuries reported in this case, the following ones were reported via social media : excessive bleeding, severe anemia, weird aches/ pains/ stabbing pain, cramping, numbness in my legs, stuffiness in my joints, pain/always occurred when I was ovulating, made me want to curl up in a ball, hair loss, deep systemic acne, hand tremors, starving myself, two turns of the coils were visible, and frustration. Concerning the injuries reported in this case, the following ones were reported via social media: ear pain, jaw pain, falling. Lot number: 628049, man date: 2008-08, exp date: 2010-08; lot number: 628191, man date: 2008-09, exp date: 2011-09. Most recent follow-up information incorporated above includes: on 1-oct-2019: social media received. New reporter was added. Added event ear pain that radiate to my head along with jaw pain, falling. On 2-oct-2019: fu 11 & fu 12 process together. Pfs received. Concomitant condition was added. No new significant information. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), embedded device ('malposition of essure device location of device at the fundus of the uterus, 2 wire coils protrude approximately 0.5 cm into the myometrium'), pelvic adhesions ('adhesion / pelvic adhesion') and starvation ('starving myself') in a 46-year-old female patient who had essure (batch no. 628049, 628191) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device placement issue "two turns of the coils were visible". The patient's medical history included multigravida, parity 3 and multiple caesarean sections. Concurrent conditions included endometriosis since (B)(6) 2014, body mass index abnormal, uterine leiomyoma and post lumbar puncture syndrome. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient experienced swelling ("swelling"), pruritus ("itching/skin itch and srawl") and allergy to metals ("nickel allergy/im allergic to most metals, nickel included"). In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urticaria ("rashes or skin conditions type: hives"), flank pain ("left flank pain"), arthralgia ("hip pain/joint pain/painful joints"), back pain ("back pain/ lower back pain") and abdominal pain lower ("lower abdominal pain"). On (B)(6) 2014, the patient experienced pelvic adhesions (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced endometriosis ("enendometriosis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), starvation (seriousness criterion medically significant), genital haemorrhage ("excessive bleeding"), rash ("skin rash"), ovarian cyst ("ovarian cyst"), fatigue ("fatigue/ dizzyness"), loss of libido ("lack of libido"), feeling abnormal ("brain fog"), premature menopause ("hormonal changes describe: premature menopause"), urinary tract infection ("urinary tract infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary incontinence ("bladder or urinary problems or changes / incontinence"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), neuropathy peripheral ("neurological conditions or problems type: neuropathy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), astigmatism ("vision/eye problems type: astigmatism"), diarrhoea ("diarrhea"), gastrooesophageal reflux disease ("gerd"), abdominal distension ("bloating/belly bloat"), chest pain ("chest pain"), eye pain ("pain that started in the back of my eye"), anaemia ("severe anemia"), pain ("weird aches/pains/stabbing pain"), muscle spasms ("cramping"), hypoaesthesia ("numbness in my legs"), joint stiffness ("stuffiness in my joints"), ovulation pain ("pain/always occurred when I was ovulating"), alopecia ("hair loss"), acne ("deep systemic acne"), tremor ("hand tremors"), frustration tolerance decreased ("frustration"), ear pain ("ear pain that radiate to my head along with jaw pain."), pain in jaw ("ear pain that radiate to my head along with jaw pain.") And fall ("falling") and was found to have weight increased ("weight gain/weight I couldn¿t drop"). The patient was treated with antibiotics and surgery (diagnostic lacroscopy, lysis of extensive adhesions, hysterectomy (partial) with bilateral salpingo-oophorectomy (bso), post essure and hysterectomy with bilateral salpingo-oophorectomy (bso)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, embedded device, pelvic adhesions, starvation, genital haemorrhage, endometriosis, ovarian cyst, fatigue, loss of libido, feeling abnormal, premature menopause, menorrhagia, swelling, pruritus, female sexual dysfunction, urticaria, urinary incontinence, migraine, headache, neuropathy peripheral, allergy to metals, astigmatism, weight increased, diarrhoea, gastrooesophageal reflux disease, abdominal distension, flank pain, arthralgia, back pain, chest pain, abdominal pain lower, eye pain, anaemia, pain, muscle spasms, hypoaesthesia, joint stiffness, ovulation pain, alopecia, acne, tremor, frustration tolerance decreased, ear pain, pain in jaw and fall outcome was unknown and the rash, vaginal haemorrhage, urinary tract infection, nausea, dysmenorrhoea and dyspareunia was resolving. The reporter considered abdominal distension, abdominal pain lower, acne, allergy to metals, alopecia, anaemia, arthralgia, astigmatism, back pain, chest pain, diarrhoea, dysmenorrhoea, dyspareunia, ear pain, embedded device, endometriosis, eye pain, fall, fatigue, feeling abnormal, female sexual dysfunction, flank pain, frustration tolerance decreased, gastrooesophageal reflux disease, genital haemorrhage, headache, hypoaesthesia, joint stiffness, loss of libido, menorrhagia, migraine, muscle spasms, nausea, neuropathy peripheral, ovarian cyst, ovulation pain, pain, pain in jaw, pelvic adhesions, pelvic pain, premature menopause, pruritus, rash, starvation, swelling, tremor, urinary incontinence, urinary tract infection, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she claimed that essure worsened a previously existing conditions. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: essure wires with tubal occlusion confirmed. Ultrasound pelvis - on an unknown date: results: leiomyomatous uterus, left ovarian cyst. (B)(6) 2014, sonogram showed the left-sided coil was noted. The right-sided coil was not. (B)(6) 2014, x-ray abdomen single ap view revealed bilateral essure wires are noted. Otherwise unremarkable abdomen and pelvis. (B)(6) 2014: pathology analyzed the structure and found both intact essure coils within the fallopian tubes without any evidence of any violation of these coils to the abdominal cavity. Concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, pelvic adhesion, endometriosis, ovarian cyst, diarrhea hip and back pain, apareunia, hip/chest pain. Concerning the injuries reported in this case, the following ones were reported via social media : excessive bleeding, severe anemia, weird aches/ pains/ stabbing pain, cramping, numbness in my legs, stuffiness in my joints, pain/always occurred when I was ovulating, made me want to curl up in a ball, hair loss, deep systemic acne, hand tremors, starving myself, two turns of the coils were visible, and frustration. Concerning the injuries reported in this case, the following ones were reported via social media: ear pain, jaw pain, falling. Lot number: 628049 man date: 2008-08 exp date: 2010-08. Lot number: 628191 man date: 2008-09 exp date: 2011-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), embedded device ('malposition of essure device location of device at the fundus of the uterus, 2 wire coils protrude approximately 0.5 cm into the myometrium'), pelvic adhesions ('adhesion / pelvic adhesion'), genital haemorrhage ('excessive bleeding') and starvation ('starving myself') in a 46-year-old female patient who had essure (batch no. 628049, 628191) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device placement issue "two turns of the coils were visible". The patient's medical history included multigravida, parity 3 and multiple caesarean sections. Concurrent conditions included endometriosis since (B)(6) 2014, body mass index abnormal, uterine leiomyoma and post lumbar puncture syndrome. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient experienced swelling ("swelling"), pruritus ("itching/skin itch and srawl") and allergy to metals ("nickel allergy/im allergic to most metals, nickel included"). In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urticaria ("rashes or skin conditions type: hives"), flank pain ("left flank pain"), arthralgia ("hip pain/joint pain/painful joints"), back pain ("back pain/ lower back pain") and abdominal pain lower ("lower abdominal pain"). On (B)(6) 2014, the patient experienced pelvic adhesions (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced endometriosis ("endometriosis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), starvation (seriousness criterion medically significant), rash ("skin rash"), ovarian cyst ("ovarian cyst"), fatigue ("fatigue/ dizzyness"), loss of libido ("lack of libido"), feeling abnormal ("brain fog"), premature menopause ("hormonal changes describe: premature menopause"), urinary tract infection ("urinary tract infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary incontinence ("bladder or urinary problems or changes / incontinence"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), neuropathy peripheral ("neurological conditions or problems type: neuropathy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), astigmatism ("vision/eye problems type: astigmatism"), diarrhoea ("diarrhea"), gastrooesophageal reflux disease ("gerd"), abdominal distension ("bloating/belly bloat"), chest pain ("chest pain"), eye pain ("pain that started in the back of my eye"), anaemia ("severe anemia"), pain ("weird aches/pains/stabbing pain"), muscle spasms ("cramping"), hypoaesthesia ("numbness in my legs"), joint stiffness ("stuffiness in my joints"), ovulation pain ("pain/always occurred when I was ovulating"), alopecia ("hair loss"), acne ("deep systemic acne"), tremor ("hand tremors"), frustration tolerance decreased ("frustration"), ear pain ("ear pain that radiate to my head along with jaw pain."), pain in jaw ("ear pain that radiate to my head along with jaw pain.") And fall ("falling") and was found to have weight increased ("weight gain/weight I couldn't drop"). The patient was treated with antibiotics and surgery (diagnostic lacroscopy, lysis of extensive adhesions, hysterectomy (partial) with bilateral salpingo-oophorectomy (bso), post essure and hysterectomy with bilateral salpingo-oophorectomy (bso)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, embedded device, pelvic adhesions, endometriosis, genital haemorrhage, starvation, ovarian cyst, fatigue, loss of libido, feeling abnormal, premature menopause, menorrhagia, swelling, pruritus, female sexual dysfunction, urticaria, urinary incontinence, migraine, headache, neuropathy peripheral, allergy to metals, astigmatism, weight increased, diarrhoea, gastrooesophageal reflux disease, abdominal distension, flank pain, arthralgia, back pain, chest pain, abdominal pain lower, eye pain, anaemia, pain, muscle spasms, hypoaesthesia, joint stiffness, ovulation pain, alopecia, acne, tremor, frustration tolerance decreased, ear pain, pain in jaw and fall outcome was unknown and the rash, vaginal haemorrhage, urinary tract infection, nausea, dysmenorrhoea and dyspareunia was resolving. The reporter considered abdominal distension, abdominal pain lower, acne, allergy to metals, alopecia, anaemia, arthralgia, astigmatism, back pain, chest pain, diarrhoea, dysmenorrhoea, dyspareunia, ear pain, embedded device, endometriosis, eye pain, fall, fatigue, feeling abnormal, female sexual dysfunction, flank pain, frustration tolerance decreased, gastrooesophageal reflux disease, genital haemorrhage, headache, hypoaesthesia, joint stiffness, loss of libido, menorrhagia, migraine, muscle spasms, nausea, neuropathy peripheral, ovarian cyst, ovulation pain, pain, pain in jaw, pelvic adhesions, pelvic pain, premature menopause, pruritus, rash, starvation, swelling, tremor, urinary incontinence, urinary tract infection, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she claimed that essure worsened a previously existing conditions. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: essure wires with tubal occlusion confirmed. Ultrasound pelvis - on an unknown date: results: leiomyomatous uterus, left ovarian cyst. On (B)(6) 2014, sonogram showed the left-sided coil was noted. The right-sided coil was not. On (B)(6) 2014, x-ray abdomen single ap view revealed bilateral essure wires are noted. Otherwise unremarkable abdomen and pelvis. On (B)(6) 2014: pathology analyzed the structure and found both intact essure coils within the fallopian tubes without any evidence of any violation of these coils to the abdominal cavity. Concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, pelvic adhesion, endometriosis, ovarian cyst, diarrhea hip and back pain, apareunia, hip/chest pain. Concerning the injuries reported in this case, the following ones were reported via social media : excessive bleeding, severe anemia, weird aches/ pains/ stabbing pain, cramping, numbness in my legs, stuffiness in my joints, pain/always occurred when I was ovulating, made me want to curl up in a ball, hair loss, deep systemic acne, hand tremors, starving myself, two turns of the coils were visible, and frustration. Concerning the injuries reported in this case, the following ones were reported via social media: ear pain, jaw pain, falling. Lot number: 628049, man date: 2008-08, exp date: 2010-08. Lot number: 628191, man date: 2008-09, exp date: 2011-09. Amendment: the report was amended for the following reason: (B)(4) was found to be duplicate of this case (B)(4). All information including reporter, reference number, source document were transferred from deletion case to this case. Legacy device report number for deletion case (B)(4). No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), embedded device ('malposition of essure device location of device at the fundus of the uterus, 2 wire coils protrude approximately 0.5 cm into the myometrium'), pelvic adhesions ('adhesion / pelvic adhesion') and perforation ('perforation') in a 46-year-old female patient who had essure (batch no. 628049, 628191) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device placement issue "two turns of the coils were visible". The patient's medical history included multigravida, parity 3 and multiple caesarean sections. Concurrent conditions included endometriosis since (B)(6) 2014, body mass index abnormal, uterine leiomyoma and post lumbar puncture syndrome. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient experienced swelling ("swelling"), pruritus ("itching/skin itch and srawl") and allergy to metals ("nickel allergy/im allergic to most metals, nickel included"). In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urticaria ("rashes or skin conditions type: hives"), flank pain ("left flank pain"), arthralgia ("hip pain/joint pain/painful joints"), back pain ("back pain/ lower back pain") and abdominal pain lower ("lower abdominal pain"). On (B)(6) 2014, the patient experienced pelvic adhesions (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced endometriosis ("enendometriosis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), starvation ("starving myself"), genital haemorrhage ("excessive bleeding"), rash ("skin rash"), ovarian cyst ("ovarian cyst"), fatigue ("fatigue/ dizzyness"), loss of libido ("lack of libido"), feeling abnormal ("brain fog"), premature menopause ("hormonal changes describe: premature menopause"), urinary tract infection ("urinary tract infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary incontinence ("bladder or urinary problems or changes / incontinence"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), neuropathy peripheral ("neurological conditions or problems type: neuropathy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), astigmatism ("vision/eye problems type: astigmatism"), diarrhoea ("diarrhea"), gastrooesophageal reflux disease ("gerd"), abdominal distension ("bloating/belly bloat"), chest pain ("chest pain"), eye pain ("pain that started in the back of my eye"), anaemia ("severe anemia"), pain ("weird aches/pains/stabbing pain"), muscle spasms ("cramping"), hypoaesthesia ("numbness in my legs"), joint stiffness ("stuffiness in my joints"), ovulation pain ("pain/always occurred when I was ovulating"), alopecia ("hair loss"), acne ("deep systemic acne"), tremor ("hand tremors"), frustration tolerance decreased ("frustration"), ear pain ("ear pain that radiate to my head along with jaw pain."), pain in jaw ("ear pain that radiate to my head along with jaw pain."), fall ("falling") and device dislocation ("migration") and was found to have weight increased ("weight gain/weight I couldn¿t drop"). The patient was treated with antibiotics and surgery (diagnostic lacroscopy, lysis of extensive adhesions, hysterectomy (partial) with bilateral salpingo-oophorectomy (bso), post essure and hysterectomy with bilateral salpingo-oophorectomy (bso)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, embedded device, pelvic adhesions, perforation, starvation, genital haemorrhage, endometriosis, ovarian cyst, fatigue, loss of libido, feeling abnormal, premature menopause, menorrhagia, swelling, pruritus, female sexual dysfunction, urticaria, urinary incontinence, migraine, headache, neuropathy peripheral, allergy to metals, astigmatism, weight increased, diarrhoea, gastrooesophageal reflux disease, abdominal distension, flank pain, arthralgia, back pain, chest pain, abdominal pain lower, eye pain, anaemia, pain, muscle spasms, hypoaesthesia, joint stiffness, ovulation pain, alopecia, acne, tremor, frustration tolerance decreased, ear pain, pain in jaw, fall and device dislocation outcome was unknown and the rash, vaginal haemorrhage, urinary tract infection, nausea, dysmenorrhoea and dyspareunia was resolving. The reporter considered abdominal distension, abdominal pain lower, acne, allergy to metals, alopecia, anaemia, arthralgia, astigmatism, back pain, chest pain, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, ear pain, embedded device, endometriosis, eye pain, fall, fatigue, feeling abnormal, female sexual dysfunction, flank pain, frustration tolerance decreased, gastrooesophageal reflux disease, genital haemorrhage, headache, hypoaesthesia, joint stiffness, loss of libido, menorrhagia, migraine, muscle spasms, nausea, neuropathy peripheral, ovarian cyst, ovulation pain, pain, pain in jaw, pelvic adhesions, pelvic pain, perforation, premature menopause, pruritus, rash, starvation, swelling, tremor, urinary incontinence, urinary tract infection, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she claimed that essure worsened a previously existing conditions. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: essure wires with tubal occlusion confirmed. Ultrasound pelvis - on an unknown date: results: leiomyomatous uterus, left ovarian cyst. (B)(6) 2014, sonogram showed the left-sided coil was noted. The right-sided coil was not. (B)(6) 2014, x-ray abdomen single ap view revealed bilateral essure wires are noted. Otherwise unremarkable abdomen and pelvis. (B)(6) 2014: pathology analyzed the structure and found both intact essure coils within the fallopian tubes without any evidence of any violation of these coils to the abdominal cavity. Lot number: 628049 man date: 2008-08 exp date: 2010-08. Lot number: 628191 man date: 2008-09 exp date: 2011-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: pif received: newly added events- perforation, device migration. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc (ptc global number: (B)(6)) received on 09-dec-2016: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medicals events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced pain (seen as pelvic pain). She underwent a surgery to remove essure implant. The event is anticipated in the reference safety information for essure. Pelvic pain may occur during essure therapy. Considering the implied temporal relationship and the lack of alternative explanation, causality between event and essure use cannot be excluded. This case was regarded as incident, as a surgical intervention was required. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), embedded device ("malposition of essure device location of device at the fundus of the uterus, 2 wire coils protrude approximately 0.5 cm into the myometrium") and pelvic adhesions ("adhesion / pelvic adhesion") in a 46-year-old female patient who had essure (batch no. 628049, 628191) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal and uterine leiomyoma. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient experienced swelling ("swelling"), pruritus ("itching") and allergy to metals ("nickel allergy"). In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urticaria ("rashes or skin conditions type: hives"), flank pain ("left flank pain"), arthralgia ("hip pain/joint pain/painful joints"), back pain ("back pain") and abdominal pain lower ("lower abdominal pain"). On (B)(6) 2014, the patient experienced pelvic adhesions (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced endometriosis ("enendometriosis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("skin rash"), ovarian cyst ("ovarian cyst"), fatigue ("fatigue"), loss of libido ("lack of libido"), feeling abnormal ("brain fog"), premature menopause ("hormonal changes describe: premature menopause"), urinary tract infection ("urinary tract infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary incontinence ("bladder or urinary problems or changes / incontinence"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), neuropathy peripheral ("neurological conditions or problems type: neuropathy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), astigmatism ("vision/eye problems type: astigmatism"), weight increased ("weight gain"), diarrhoea ("diarrhea"), gastrooesophageal reflux disease ("gerd"), abdominal distension ("bloating"), chest pain ("chest pain") and eye pain ("pain that started in the back of my eye"). The patient was treated with antibiotics, surgery (hysterectomy (partial) with bilateral salpingo-oophorectomy (bso), surgery (hysterectomy with bilateral salpingo-oophorectomy (bso)) and surgery (diagnostic lacroscopy, lysis of extensive adhesions). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, embedded device, pelvic adhesions, endometriosis, ovarian cyst, fatigue, loss of libido, feeling abnormal, premature menopause, menorrhagia, swelling, pruritus, female sexual dysfunction, urticaria, urinary incontinence, migraine, headache, neuropathy peripheral, allergy to metals, astigmatism, weight increased, diarrhoea, gastrooesophageal reflux disease, abdominal distension, flank pain, arthralgia, back pain, chest pain, abdominal pain lower and eye pain outcome was unknown and the rash, vaginal haemorrhage, urinary tract infection, nausea, dysmenorrhoea and dyspareunia was resolving. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, arthralgia, astigmatism, back pain, chest pain, diarrhoea, dysmenorrhoea, dyspareunia, embedded device, endometriosis, eye pain, fatigue, feeling abnormal, female sexual dysfunction, flank pain, gastrooesophageal reflux disease, headache, loss of libido, menorrhagia, migraine, nausea, neuropathy peripheral, ovarian cyst, pelvic adhesions, pelvic pain, premature menopause, pruritus, rash, swelling, urinary incontinence, urinary tract infection, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she claimed that essure worsened a previously existing conditions. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: essure wires with tubal occlusion confirmed. Ultrasound pelvis - on an unknown date: leiomyomatous uterus, left ovarian cyst (B)(6) 2014, sonogram showed the left-sided coil was noted. The right-sided coil was not. (B)(6) 2014, x-ray abdomen single ap view revealed bilateral essure wires are noted. Otherwise unremarkable abdomen and pelvis. (B)(6) 2014: pathology analyzed the structure and found both intact essure coils within the fallopian tubes without any evidence of any violation of these coils to the abdominal cavity. Concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, pelvic adhesion, endometriosis, ovarian cyst, diarrhea hip and back pain, apareunia, hip/chest pain. Most recent follow-up information incorporated above includes: on 6-jun-2018: medical records received. Added patient's ethnicity. Event adhesion replaced with "pelvic adhesion". For event endometriosis it was added surgery treatment and upgraded to medically significant. Added relevant tests. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and embedded device ("malposition of essure device location of device at the fundus of the uterus, 2 wire coils protrude approximately 0.5 cm into the myometrium") in a 46-year-old female patient who had essure (batch no. 628049, 628191) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), rash ("skin rash"), ovarian cyst ("ovarian cyst"), fatigue ("fatigue"), loss of libido ("lack of libido"), feeling abnormal ("brain fog"), premature menopause ("hormonal changes describe: premature menopause"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), swelling ("swelling"), pruritus ("itching"), urinary tract infection ("urinary tract infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urticaria ("rashes or skin conditions type: hives"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), neuropathy peripheral ("neurological conditions or problems type: neuropathy"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), astigmatism ("vision/eye problems type: astigmatism"), weight increased ("weight gain"), diarrhoea ("diarrhea"), gastrooesophageal reflux disease ("gerd"), endometriosis ("enendometriosis"), abdominal distension ("bloating"), flank pain ("left flank pain"), arthralgia ("hip pain/joint pain"), back pain ("back pain"), chest pain ("chest pain") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy (bso). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, ovarian cyst, fatigue, loss of libido, feeling abnormal, premature menopause, menorrhagia, swelling, pruritus, female sexual dysfunction, urticaria, bladder disorder, urinary tract disorder, migraine, headache, neuropathy peripheral, allergy to metals, astigmatism, weight increased, diarrhoea, gastrooesophageal reflux disease, endometriosis, abdominal distension, flank pain, arthralgia, back pain, chest pain and abdominal pain lower outcome was unknown and the rash, vaginal haemorrhage, urinary tract infection, nausea, dysmenorrhoea and dyspareunia was resolving. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, arthralgia, astigmatism, back pain, bladder disorder, chest pain, diarrhoea, dysmenorrhoea, dyspareunia, embedded device, endometriosis, fatigue, feeling abnormal, female sexual dysfunction, flank pain, gastrooesophageal reflux disease, headache, loss of libido, menorrhagia, migraine, nausea, neuropathy peripheral, ovarian cyst, pelvic pain, premature menopause, pruritus, rash, swelling, urinary tract disorder, urinary tract infection, urticaria, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medicals events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received: reporter information, patient details, other relevant history, product information, events: malposition of essure device location of device at the fundus of the uterus, 2 wire coils protrude approximately 0.5 cm into the myometrium, hormonal changes describe: premature menopause, abnormal bleeding (vaginal), menorrhagia, swelling, itching, urinary tract infection, apareunia (inability to have sexual intercourse, rashes or skin conditions type: hives, bladder or urinary problems or changes, bladder or urinary problems or changes, bladder or urinary problems or changes, migraines, headaches, nausea, neurological conditions or problems type: neuropathy, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse, vision/eye problems type: astigmatism, weight gain, diarrhea, gerd, enendometriosis, bloating, left flank pain, hip pain, back pain, joint pain, chest pain, lower abdominal pain were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), embedded device ("malposition of essure device location of device at the fundus of the uterus, 2 wire coils protrude approximately 0.5 cm into the myometrium") and adhesion ("adhesion") in a 46-year-old female patient who had essure (batch no. 628049, 628191) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal and uterine leiomyoma. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient experienced swelling ("swelling"), pruritus ("itching") and allergy to metals ("nickel allergy"). In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urticaria ("rashes or skin conditions type: hives"), flank pain ("left flank pain"), arthralgia ("hip pain/joint pain/painful joints"), back pain ("back pain") and abdominal pain lower ("lower abdominal pain"). On (B)(6) 2014, the patient experienced adhesion (seriousness criterion medically significant). In august 2014, the patient experienced endometriosis ("enendometriosis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("skin rash"), ovarian cyst ("ovarian cyst"), fatigue ("fatigue"), loss of libido ("lack of libido"), feeling abnormal ("brain fog"), premature menopause ("hormonal changes describe: premature menopause"), urinary tract infection ("urinary tract infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary incontinence ("bladder or urinary problems or changes / incontinence"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), neuropathy peripheral ("neurological conditions or problems type: neuropathy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), astigmatism ("vision/eye problems type: astigmatism"), weight increased ("weight gain"), diarrhoea ("diarrhea"), gastrooesophageal reflux disease ("gerd"), abdominal distension ("bloating"), chest pain ("chest pain") and eye pain ("pain that started in the back of my eye"). The patient was treated with antibiotics, surgery (hysterectomy (partial) with bilateral salpingo-oophorectomy (bso)), surgery (hysterectomy with bilateral salpingo-oophorectomy (bso)) and surgery (diagnostic laparoscopy, lysis of extensive adhesions). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, embedded device, adhesion, ovarian cyst, fatigue, loss of libido, feeling abnormal, premature menopause, menorrhagia, swelling, pruritus, female sexual dysfunction, urticaria, urinary incontinence, migraine, headache, neuropathy peripheral, allergy to metals, astigmatism, weight increased, diarrhoea, gastrooesophageal reflux disease, endometriosis, abdominal distension, flank pain, arthralgia, back pain, chest pain, abdominal pain lower and eye pain outcome was unknown and the rash, vaginal haemorrhage, urinary tract infection, nausea, dysmenorrhoea and dyspareunia was resolving. The reporter considered abdominal distension, abdominal pain lower, adhesion, allergy to metals, arthralgia, astigmatism, back pain, chest pain, diarrhoea, dysmenorrhoea, dyspareunia, embedded device, endometriosis, eye pain, fatigue, feeling abnormal, female sexual dysfunction, flank pain, gastrooesophageal reflux disease, headache, loss of libido, menorrhagia, migraine, nausea, neuropathy peripheral, ovarian cyst, pelvic pain, premature menopause, pruritus, rash, swelling, urinary incontinence, urinary tract infection, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she claimed that essure worsened a previously existing conditions. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: essure wires with tubal occlusion confirmed ultrasound pelvis - on an unknown date: leiomyomatous uterus, left ovarian cyst (B)(6) 2014 sonogram showed the left-sided coil was noted. The right-sided coil was not. (B)(6) 2014, x-ray abdomen single ap view revealed bilateral essure wires are noted. Otherwise unremarkable abdomen and pelvis. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, endometriosis, ovarian cyst, diarrhea hip and back pain, apareunia, hip/chest pain." Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events added: adhesion, pain that started in the back of my eye. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), embedded device ("malposition of essure device location of device at the fundus of the uterus, 2 wire coils protrude approximately 0.5 cm into the myometrium"), pelvic adhesions ("adhesion / pelvic adhesion"), genital haemorrhage ("excessive bleeding") and starvation ("starving myself") in a 46-year-old female patient who had essure (batch no. 628049, 628191) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 and c-section. Concurrent conditions included body mass index normal, uterine leiomyoma and endometriosis since (B)(6) 2014. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient experienced swelling ("swelling"), pruritus ("itching") and allergy to metals ("nickel allergy/im allergic to most metals, nickel included"). In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urticaria ("rashes or skin conditions type: hives"), flank pain ("left flank pain"), arthralgia ("hip pain/joint pain/painful joints"), back pain ("back pain") and abdominal pain lower ("lower abdominal pain"). On (B)(6) 2014, the patient experienced pelvic adhesions (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced endometriosis ("enendometriosis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), starvation (seriousness criterion medically significant), rash ("skin rash"), ovarian cyst ("ovarian cyst"), fatigue ("fatigue"), loss of libido ("lack of libido"), feeling abnormal ("brain fog"), premature menopause ("hormonal changes describe: premature menopause"), urinary tract infection ("urinary tract infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary incontinence ("bladder or urinary problems or changes / incontinence"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), neuropathy peripheral ("neurological conditions or problems type: neuropathy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), astigmatism ("vision/eye problems type: astigmatism"), weight increased ("weight gain/weight I couldn¿t drop"), diarrhoea ("diarrhea"), gastrooesophageal reflux disease ("gerd"), abdominal distension ("bloating/belly bloat"), chest pain ("chest pain"), eye pain ("pain that started in the back of my eye"), anaemia ("severe anemia"), pain ("weird aches/pains/stabbing pain"), muscle spasms ("cramping"), hypoaesthesia ("numbness in my legs"), joint stiffness ("stuffiness in my joints"), ovulation pain ("pain/always occurred when I was ovulating"), alopecia ("hair loss"), acne ("deep systemic acne"), tremor ("hand tremors"), device deployment issue ("two turns of the coils were visible") and frustration tolerance decreased ("frustration"). The patient was treated with antibiotics, surgery (hysterectomy (partial) with bilateral salpingo-oophorectomy (bso)), surgery (hysterectomy with bilateral salpingo-oophorectomy (bso)) and surgery (diagnostic lacroscopy, lysis of extensive adhesions). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, embedded device, pelvic adhesions, endometriosis, genital haemorrhage, starvation, ovarian cyst, fatigue, loss of libido, feeling abnormal, premature menopause, menorrhagia, swelling, pruritus, female sexual dysfunction, urticaria, urinary incontinence, migraine, headache, neuropathy peripheral, allergy to metals, astigmatism, weight increased, diarrhoea, gastrooesophageal reflux disease, abdominal distension, flank pain, arthralgia, back pain, chest pain, abdominal pain lower, eye pain, anaemia, pain, muscle spasms, hypoaesthesia, joint stiffness, ovulation pain, alopecia, acne, tremor, device deployment issue and frustration tolerance decreased outcome was unknown and the rash, vaginal haemorrhage, urinary tract infection, nausea, dysmenorrhoea and dyspareunia was resolving. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, arthralgia, astigmatism, back pain, chest pain, diarrhoea, dysmenorrhoea, dyspareunia, embedded device, endometriosis, eye pain, fatigue, feeling abnormal, female sexual dysfunction, flank pain, gastrooesophageal reflux disease, headache, loss of libido, menorrhagia, migraine, nausea, neuropathy peripheral, ovarian cyst, pelvic adhesions, pelvic pain, premature menopause, pruritus, rash, swelling, urinary incontinence, urinary tract infection, urticaria, vaginal haemorrhage and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: she claimed that essure worsened a previously existing conditions. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: essure wires with tubal occlusion confirmed ultrasound pelvis - on an unknown date: leiomyomatous uterus, left ovarian cyst (B)(6) 2014, sonogram showed the left-sided coil was noted. The right-sided coil was not. (B)(6) 2014, x-ray abdomen single ap view revealed bilateral essure wires are noted. Otherwise unremarkable abdomen and pelvis. (B)(6) 2014: pathology analyzed the structure and found both intact essure coils within the fallopian tubes without any evidence of any violation of these coils to the abdominal cavity. Concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, pelvic adhesion, endometriosis, ovarian cyst, diarrhea hip and back pain, apareunia, hip/chest pain. Concerning the injuries reported in this case, the following ones were reported via social media : excessive bleeding, severe anemia, weird aches/ pains/ stabbing pain, cramping, numbness in my legs, stuffiness in my joints, pain/always occurred when I was ovulating, made me want to curl up in a ball, hair loss, deep systemic acne, hand tremors, starving myself, two turns of the coils were visible, and frustration. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events received from social media post: excessive bleeding, severe anemia, weird aches/ pains/ stabbing pain, cramping, numbness in my legs, stuffiness in my joints, pain/always occurred when I was ovulating, hair loss, deep systemic acne, hand tremors, starving myself, two turns of the coils were visible, and frustration. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), embedded device ("malposition of essure device location of device at the fundus of the uterus, 2 wire coils protrude approximately 0.5 cm into the myometrium"), pelvic adhesions ("adhesion / pelvic adhesion"), genital haemorrhage ("excessive bleeding") and starvation ("starving myself") in a 46-year-old female patient who had essure (batch no. 628049, 628191) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "two turns of the coils were visible". The patient's past medical history included multigravida, parity 3 and multiple caesarean sections. Concurrent conditions included body mass index normal, uterine leiomyoma and endometriosis since (B)(6) 2014. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient experienced swelling ("swelling"), pruritus ("itching") and allergy to metals ("nickel allergy/im allergic to most metals, nickel included"). In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urticaria ("rashes or skin conditions type: hives"), flank pain ("left flank pain"), arthralgia ("hip pain/joint pain/painful joints"), back pain ("back pain") and abdominal pain lower ("lower abdominal pain"). On (B)(6) 2014, the patient experienced pelvic adhesions (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced endometriosis ("enendometriosis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), starvation (seriousness criterion medically significant), rash ("skin rash"), ovarian cyst ("ovarian cyst"), fatigue ("fatigue"), loss of libido ("lack of libido"), feeling abnormal ("brain fog"), premature menopause ("hormonal changes describe: premature menopause"), urinary tract infection ("urinary tract infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary incontinence ("bladder or urinary problems or changes / incontinence"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), neuropathy peripheral ("neurological conditions or problems type: neuropathy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), astigmatism ("vision/eye problems type: astigmatism"), weight increased ("weight gain/weight I couldn't drop"), diarrhoea ("diarrhea"), gastrooesophageal reflux disease ("gerd"), abdominal distension ("bloating/belly bloat"), chest pain ("chest pain"), eye pain ("pain that started in the back of my eye"), anaemia ("severe anemia"), pain ("weird aches/pains/stabbing pain"), muscle spasms ("cramping"), hypoaesthesia ("numbness in my legs"), joint stiffness ("stuffiness in my joints"), ovulation pain ("pain/always occurred when I was ovulating"), alopecia ("hair loss"), acne ("deep systemic acne"), tremor ("hand tremors") and frustration tolerance decreased ("frustration"). The patient was treated with antibiotics, surgery (hysterectomy (partial) with bilateral salpingo-oophorectomy (bso)) and surgery (diagnostic laparoscopy, lysis of extensive adhesions). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, embedded device, pelvic adhesions, endometriosis, genital haemorrhage, starvation, ovarian cyst, fatigue, loss of libido, feeling abnormal, premature menopause, menorrhagia, swelling, pruritus, female sexual dysfunction, urticaria, urinary incontinence, migraine, headache, neuropathy peripheral, allergy to metals, astigmatism, weight increased, diarrhoea, gastrooesophageal reflux disease, abdominal distension, flank pain, arthralgia, back pain, chest pain, abdominal pain lower, eye pain, anaemia, pain, muscle spasms, hypoaesthesia, joint stiffness, ovulation pain, alopecia, acne, tremor and frustration tolerance decreased outcome was unknown and the rash, vaginal haemorrhage, urinary tract infection, nausea, dysmenorrhoea and dyspareunia was resolving. The reporter considered abdominal distension, abdominal pain lower, acne, allergy to metals, alopecia, anaemia, arthralgia, astigmatism, back pain, chest pain, diarrhoea, dysmenorrhoea, dyspareunia, embedded device, endometriosis, eye pain, fatigue, feeling abnormal, female sexual dysfunction, flank pain, frustration tolerance decreased, gastrooesophageal reflux disease, genital haemorrhage, headache, hypoaesthesia, joint stiffness, loss of libido, menorrhagia, migraine, muscle spasms, nausea, neuropathy peripheral, ovarian cyst, ovulation pain, pain, pelvic adhesions, pelvic pain, premature menopause, pruritus, rash, starvation, swelling, tremor, urinary incontinence, urinary tract infection, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she claimed that essure worsened a previously existing conditions. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: essure wires with tubal occlusion confirmed ultrasound pelvis - on an unknown date: leiomyomatous uterus, left ovarian cyst (B)(6) 2014, sonogram showed the left-sided coil was noted. The right-sided coil was not. (B)(6) 2014, x-ray abdomen single ap view revealed bilateral essure wires are noted. Otherwise unremarkable abdomen and pelvis. (B)(6) 2014: pathology analyzed the structure and found both intact essure coils within the fallopian tubes without any evidence of any violation of these coils to the abdominal cavity. Concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, pelvic adhesion, endometriosis, ovarian cyst, diarrhea hip and back pain, apareunia, hip/chest pain. Concerning the injuries reported in this case, the following ones were reported via social media : excessive bleeding, severe anemia, weird aches/ pains/ stabbing pain, cramping, numbness in my legs, stuffiness in my joints, pain/always occurred when I was ovulating, made me want to curl up in a ball, hair loss, deep systemic acne, hand tremors, starving myself, two turns of the coils were visible, and frustration. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 17-nov-2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2009. As a result of her implantation with essure she suffered injuries, including: hysterectomy, pain, skin rash, ovarian cyst, fatigue, lack of libido, and brain fog. She had surgery to remove the essure implant on (B)(6) 2014. Follow-up information received - quality-safety evaluation of ptc ((B)(4)) received on 09-dec-2016: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medicals events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No further information was provided. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced pain (seen as pelvic pain). She underwent a surgery to remove essure implant. The event is anticipated in the reference safety information for essure. Pelvic pain may occur during essure therapy. Considering the implied temporal relationship and the lack of alternative explanation, causality between event and essure use cannot be excluded. This case was regarded as incident, as a surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.